Event description:
It was reported that during an implant, after the right ventricular (rv) lead was inserted into the header and the setscrew was tightened, several instances of skipped beats and pauses were noted. The device was interrogated and all pacing, sensing and impedances measurements were within range. As the physician began to flush the pocket, oversensing was seen on the ventricular lead via the device. The physician removed and inspected the device, and the lead appeared to be fully seated. The physician then disconnected and reseated the rv lead, and tightened the setscrew. The device was placed back in the pocket and within several minutes oversensing was again observed. The physician rubbed his gloved finger over the grommet and no noise was reproduced. The right ventricular (rv) lead appeared stable under fluoroscopy. The physician thought that a possible cause of the oversensing could be air in the grommet. The device was monitored via telemetry for the next fifteen minutes, and no further oversensing was noted. The device and lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.